Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report wil be filed.

Event description:
The sensor did not function. Change of sensor twice. They didn't function either. No clinical consequence for the patient. The sensors will be returned for evaluation. On 9/30/2014 additional information reported from affiliate: the surgeon wanted to use a ventricular icp kit 82-6653. It couldn¿t be calibrated. He tried with another kit of same reference, without success. He decided to use a parenchymal icp kit, ref: 82-6632, which has correctly functioned. Impossible to calibrate the device, before introduction in the patient . Not reportable. Procedure could be done with another reference. Only 1 kit 82-6653 will be returned for evaluation. On 10/3/2014 additional information reported from affiliate:the device was placed on a patient who had a surgery for voluminous extradural hematoma. The calibration of the sensors was unsuccessful. The monitor indicated: ¿non detected sensor , verify connections¿. The ventricular stayed in place and an intraparenchymal sensor was used. It functioned well. Lost of time of 2 hours. Frustration and irritation of the medical team. On 10/6/2014 additional information reported from affiliate: a drain (ventricular catheter 82-6653) stayed in placed and another icp transducer was placed along. 2 drains were first placed , one was removed. The monitoring was not functioning; 2 hours delay before transferring the patient in intensive care unit. No adverse consequence.

Manufacturer narrative:
Complaint samples were not returned to codman; therefore, the evaluation could not be performed. In the absence of the complaint samples a lot history records review was conducted for one of the two products reported (p/n 82-6653; lot 474802). During the review it was verified that all products in this lot number (474802) were conforming to the required specifications when released to stock on january 31, 2014. The difficulty reported by the customer could not be determined. Complaint is considered closed at this time. If the complaint sample(s) becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
The device sample was returned to the supplier for investigation and during the investigation the following was determined: a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: received catheter in a drainage tube. Millar sensor not functional. Internal catheter wires are broken (photo) no testing was possible. Manufacturing date: 11/25/2013. Based on the above evaluation, the supplier was able to confirm the complaint and determined that the failure was related to mishandling of the catheter. This however could not be confirmed. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.